Manufacturer narrative:
Product ID: 377860, lot# n0049325, implanted: (B)(6) 2005, product type: lead; product ID: 377860, lot# n0049325, implanted: (B)(6) 2005, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that after the patient got in the car accident, he cannot lie down or sleep. Right after the accident, the patient went to his pain specialist, and they ran a diagnostic test and found that only 5 ¿leads¿ were working (interpreted to mean electrodes). It was explained that the lead wires are damaged, both the lead put in lower for the legs and the one in the center of his back. The health care professional had told the patient had he needs a whole new system. The patient was going to continue working with his health care professional to discuss system replacement. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for epidural fibrosis. It was noted that the reason for their device was because they got electrocuted down their left foot and had nerve damage; their pain specialist told them they would always have to use both pain meds and stimulator. It was stated that they were in a car wreck on (B)(6) 2018, and the accident happened on their side of the vehicle. It was reported that now their implant wasn¿t acting right, ¿the accident triggered everything off', they were in pain, and they just lost their pain specialist. It was noted that they were looking for one to check their device and also prescribe them oxycodone; they only had 3 pain pills left and were ¿about to go crazy'. It was also stated that they were looking to get a ¿new update device'. The patient was sent a list of local healthcare providers who could help with the implant. No further patient complications were reported.